Manufacturer narrative:
Date sent to the FDA: 08/24/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of ventral incisional hernias on (B)(6) 2014 and mesh was implanted. The patient underwent a revision surgery on (B)(6) 2016 and was found to have recurrent incarcerated incisional hernia and pain, and the mesh from the (B)(6) 2014 surgery was observed to be breaking up, with loose strands of mesh connecting it together with itself. The mesh was dissected and removed, but there was residual mesh that could not be removed and remains in the patient¿s abdomen.

Manufacturer narrative:
Date sent to FDA: 7/4/2019.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.